Manufacturer narrative:
Additional info received 2-25-97 revealed that when the nurse went to remove the foley catheter because balloon had allegedly deflated and the catehter had slipped out of the patients bladder, the balloon was still inflated. The nurse pulled the catheter out which resulted in tear between the bladder & the urethra. Other information showed that the balloon was initially inflated with 5cc of water instead of the recommended 10cc & catheter was sutured in place during initial placement.